Event description:
It was reported that the patient passed away on (B)(6) 2023. The pump was explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues. A direct correlation between (B)(6) and the patient's outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable intact and attached to the modular cable. The sealed outflow graft was secured to the pump cover outlet port. The outflow graft bend relief was attached at the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Examination of the blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.